Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 95-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 6/30/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history (date / time not set): 82mg/dl (B)(6) 2015 12:00:00 pm fasting:no; 138mg/dl (B)(6) 2015 03:49:00 pm fasting:no; 82mg/dl (B)(6) 2015 08:09:00 pm fasting:no; 89mg/dl (B)(6) 2015 12:44:00 pm fasting:no; 131mg/dl (B)(6) 2015 05:27:00 pm fasting:no. Customers concern: customer's concerned with results of 82 and 89 mg/dl. Customer's wife, ms. (B)(6) calling stating that the meter is providing readings that are too low for him. Customer's wife is not aware of the day the customer received the result of 86 mg/dl or the time that customer received. Back to back blood test not performed because customer is not present at this time.